Manufacturer narrative:
The device was returned to olympus for evaluation. Based on historical data, it was noted that during the investigation foreign materials were found in the channel tube, but the type of the material or the root cause cannot be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngofiberscope exhibited that due to clogging of the channel tube (foreign object), the tube cleaning brush cannot be inserted. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.